Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultraeasy meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that on (B)(6) 2012 at 11pm (just prior to going to bed) he obtained a blood glucose reading of "10.7mmol/l" (193mg/dl) with the subject meter. The patient reportedly manages his diabetes with a set dose of insulin (type and dosage not specified); however, per csr notes since the patient was pleased with the reported reading, he did not consume any food or drink after obtaining the reported result and went to bed. According to the csr's documentation, four hours after the reported meter issue occurred, the patient's wife noticed (while her husband was asleep) he was making "funny noises" and she realized he was having a hypoglycemic episode. The patient's wife immediately administered treatment by giving him half a bottle of "lucozade". She tested her husband with the subject meter soon after and reportedly obtained a reading of "2.3mmol/l" (41mg/dl). Approximately 30 minutes after receiving treatment from his wife, the patient's symptom improved and was talking to her. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The csr noted the patient performed a quality control test that passed. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading ("10.7mmol/l") on the subject meter, he was pleased with the reported result so the patient did not take any action in response to the reading, and four hours later he was reportedly treated by his wife for hypoglycemia and had obtained a reading of "2.3mmol/l" with the subject meter.

Manufacturer narrative:
The test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on the same day with the following findings: the test strips passed all testing with no faults found. Lifescan (lfs) has requested the return of the meter for evaluation. If the meter is returned lfs will evaluate it and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.